Manufacturer narrative:
Repair of v60 touchscreen was to disassemble and reconnection of touchscreen, recalibration, and restoring default settings. Device is now performing well and with no issues.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported screen frozen and touch screen defective. There was no patient involvement.